Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the last couple days the patient had a return of symptoms. The patient rep didn't know what was going on or why the patient couldn't talk, walk and was experiencing a return of parkinson's symptoms until they used the recharger to check the implant. The patient rep said they could only get the "recharger antenna too hot" screen showing a thermometer. The patient rep said the implant site itself was hot while charging. Troubleshooting was unable to be performed as the patient rep said the patient was slumped over the bed currently so they weren't able to access implant battery to try to charge. The patient rep was going to call once they have people there to help them position the patient to attempt a charging session. The caller requested a recharger be sent asap as the patient's ins battery was already dead and was having severe return of symptoms not being able to charge. Call agent redirected the caller to the hcp. Email was sent to repair to replace the recharger. Patient services (ps)emailed caller instructions on how to turn therapy on with patient programmer as the caller said they weren't sure if they knew how to do this. Ps also emailed local rep's with situation to provide visibility. Additional information was received from the manufacturer's representative (rep) who reported that the patient never stated the implant site was hot at all and never stated or indicated that there was any heat sensation detected at the implant site or on their skin. Per the patient, their skin wasn't hot at all. There was an internal heat detection warning that they were receiving on their recharging device. It was stated the patient rep stated "his skin is not hot but his recharger says it's too hot and won't recharge". Additional information received from the consumer reported the replacement recharger resolved the issue allowing therapy to be turned back on.